Manufacturer narrative:
The albumin reagent lot number and expiration date were not provided. The field service engineer (fse) performed preventive maintenance. The fse corrected the adjustment of cell rinse water and replaced the sample probe due to a sample clot alarm. The customer has not complained of any further issues. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for albumin on a cobas 8000 c 702 module. Discrepant results were provided for 1 patient sample. The initial result was 66 g/l. The sample was repeated 5 times with results of 84 g/l, 18 g/l, 67 g/l, 31 g/l and 36 g/l. It is not known which result was believed to be correct.